Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 250cc and suffered from generalized illness symptoms: weight loss, feels tired, irritable bowel, sweet liquid from the breasts. Patient started to lose weight in 2016, feels tired, no findings for the losing of weight and also stated she has ripples on the left breast and deflation. Patient was grocery shopping when a grocery shelf felt on top of the left breast, the patient experienced left side chest injury. The patient reported a cyst on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch is for the right breast implant.